Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2018 due to a blood glucose level of 34 mg/dl. Blood glucose level at the time of the call was 287 mg/dl. Customer treated with yogurt and lemonade. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.